Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain. There was an additional surgery on (B)(6) 2012, but it is unknown if it was a revision surgery. During the surgery, the patient's tissue was observed to be stained with a metallic colored pigment. Update rec'd (2/24/2014) - litigation papers received. The surgery that occurred on (B)(6) 2012 was not a revision surgery, as the device still remains in the patient. There is no new additional information that would affect the outcome of the investigation. The complaint was updated on: 3/25/2014. Update rec'd 8/13/2014- pfs and medical records received. After review of the medical records, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/2/2014. Update 4/20/2015- pfs and medical records received. A dor was provided. After review of the medial records for MDR reportability, the revision operative note indicated pain, synovitis, bursitis, liner had too much offset, and the cup was revised due to too much anterior flexion. The part numbers are being added to the head and liner and the cup is being added to the complaint. It should be noted the patient had a poly liner implanted. The complaint was updated on: 4/28/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.